Event description:
Device 1 of 2. Reference MFR. Report 1627487-2010-03879. The patient was implanted with a trial lead system on (B)(6) 2010. It was reported on (B)(6) 2010, that the patient developed an infection, and the trial leads were explanted. No further information is available. The leads were discarded, and therefore will not be returned to the manufacturer.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.